Event description:
This device was attempted but not implanted. Patient is 100% pacer dependent. During placement his device was programmed voo biv at max outputs. The lv lead was taken out of the old ICD and placed in this device and was pacing normally. When the rv lead was placed in the header of this device, no pacing was seen and patient flat-lined. All lead values were normal and the physician checked connections. The device was discarded and a new device was implanted. This device is being returned for analysis.

Manufacturer narrative:
The device was received and analyzed. An initial interrogation showed no anomalies. The battery status was bos. The memory content of the ICD was inspected. There were no peculiarities.the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, and there was no foreign material inside the headerbores. The set screws showed screw marks on the bottom side, indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem.the ability of the device to deliver therapies was verified. The anti-bradycardia pacingpulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energylevel was reached.a long term pacing test was performed and the device functioned as expected. Theclinical observation was not reproducible. In conclusion, the device was fully functional. There was no indication of a device malfunction.biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue.the historic performance of the product involved in the current case does not at thispoint reveal any such trend.